Event description:
It was reported that this pacemaker system exhibited noise over-sensing that resulted in bradycardia pacing not being delivered when required. Technical services (ts) reviewed and it was noted that both the right atrial (ra) and right ventricular (rv) leads are not a (B)(6) product. Nonetheless, a lead anomaly is suspected. A lead revision was discussed; however, no procedures have taken place at this time. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).